Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead failed to advance over the guidewire. The lead was not used and replaced. The patient was in stable condition.